Event description:
Territory business manager (tbm) stated that the motor / gearboxes on the tdxsp-cg power chair are allegedly making a loud grinding noise and the battery is not holding a charge. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1143190 rev h (mar-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated by the tbm as replacements of charger, (B)(4) 2010; left motor/gearbox, (B)(4) 2010; left and right motor/gearboxes, (B)(4) 2011; left and right motor/gearboxes, (B)(4) 2012; batteries, (B)(4) 2012; left motor gearbox, (B)(4) 2012 and left motor/gearbox, (B)(4) 2012. The territory business manager (tbm) stated that the motor / gearboxes on the tdxsp-cg power chair are allegedly making a loud grinding noise and the battery is not holding a charge. The damaged product is being returned to invacare for an inspection / evaluation. The malfunction has not been confirmed.